Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the complaint was not confirmed by failure analysis. The mcs instrument was placed and driven on an in-house system and passed recognition and engagement tests, moved intuitively with full range of motion in all directions, passed energy delivery testing in various grip orientations, passed the electrical continuity test, and blades opened and closed several times with problems at the damaged area. The instrument was found to have a melted blade at the tip. Due to the damage, the blades cannot be closed completely. The scissor blades were tinged and showed signs of usage. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. Excessive energy usage can cause melting of the blades.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was not recognized. The procedure was completed with no reported injury.